Manufacturer narrative:
One cadd-legacy plus pump was returned for analysis in good condition. As the device was powered up, it beeped twice while the cassette was attached. The downstream sensor was replaced in order to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-legacy® plus pump alarmed twice with no information about the message displayed. There was no reported injury to the patient.